Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilating while used on a pediatric patient. Per the reporter, the astral device was alarming but it was ventilating. While the hospital staff was setting up a back-up ventilator, the astral ventilator's screen went black and stopped ventilating. There was no patient injury reported as a result of this incident. The patient was placed on a back-up ventilator.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Upon arrival at resmed, it was confirmed that the device failed to turn on. Internal inspection of the returned device found water ingress which damaged the main circuit board (pcb). The investigation determined that the ventilation stop event was due to water ingress on the main board affecting the power management of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilating while used on a pediatric patient. Per the reporter, the astral device was alarming but it was ventilating. While the hospital staff was setting up a back-up ventilator, the astral ventilator's screen went black and stopped ventilating. There was no patient injury reported as a result of this incident. The patient was placed on a back-up ventilator.